Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:00 was confirmed by baxter quality engineering as failure code 814:04. This condition was caused by a faulty channel b pumphead module. The channel b pumphead module was replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump with failure code 814:00. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed this condition as failure code 814:04 and discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.